Manufacturer narrative:
Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Add'l info was requested. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the capsule was broken. Add'l info has been requested.